Event description:
Healthcare professional reported a "left side deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage. Additional observations: observed creases on the surface of the device. Observed brown and brown particles on the surface of the device. Observed white calcification on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a "left side deflation." Device has been explanted.